Manufacturer narrative:
Added information to b5, b7, h6.

Event description:
It was reported a 23mm 3300tfx aortic valve implanted six (6) years, nine months, was explanted due to deterioration with symptomatic severe aortic stenosis. The valve was replaced with a 21mm non-edwards mechanical valve. Per medical records, the patient presented with acute on chronic heart failure and underwent a redo avr and CABG x2. The 3300tfx valve was replaced with a 21mm st jude mechanical valve. Due to concerns of early tissue valve failure a mechanical valve was chosen instead of tavr. Iapb was placed to wean off bypass and the patient was transferred to the cvicu for post-operative care.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned to edwards for evaluation as it was discarded. The most likely cause is patient factors, including coronary artery disease, radiation therapy, hyperlipidemia, diabetes, chronic kidney disease and history of bicuspid aortic valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 23mm 3300tfx aortic valve implanted six (6) years, nine (9) months, is being evaluated for re-do avr vs tavr, due to aortic stenosis. Decision regarding which reintervention the patient will undergo has not been determined.